Event description:
It was reported the light source lamp is not working. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to a1, additional information received from customer response, and the legal manufacturer's final evaluation results. The customer response stated that: -when is the "event date" of the malfunction? It occurs occasionally from around the end of june. The frequency increased in july. -when did the malfunction occur during the procedure/ ambulatory examination in use -was the procedure therapeutic or diagnostic diagnostic/ during an outpatient examination -what was the intended "procedure" during tympanic membrane observation the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that poor response of interlock were caused by deformation of top cover and chassis, however; a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.